Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited high thresholds, high impedance, and was fractured. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.